Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements were within normal limits. Microscopic inspections of the lead body found the lead returned cut at 16cm. Two sets of setscrew marks were noted. One was in the correct location and the second is on molded silicone insulation (front seal area). Additionally a trace of calcification was found on proximal shocking coil. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.